Event description:
Related manufacturer report number 2017865-2022-05620. It was reported that the right atrial (ra) lead and the right ventricular (rv) lead were found to be intertwined with each other due to twiddler's syndrome. The ra lead and the rv lead were explanted and replaced to resolve the event. The patient was in stable condition.